Event description:
A hospital in (B)(6) requested a performance check of a pw810 radiant patient warmer and during servicing, it was found that the power fail alarm was not working.

Manufacturer narrative:
(B)(4). This product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k971695. Method: the complaint patient warmer was returned to an fisher & paykel healthcare (fph) service centre in (B)(4) for assessment and repair by a trained fph technician. The subject warmer was manufactured in 1999. Results: during performance testing of the unit it was found that the power fail alarm was not working. The problem was traced to an error on the unit's power pcb board. Conclusion: the power fail alarm alerts the user in the event that power fails while the patient warmer is switched on. Given the age of the unit (fifteen years) the failure was probably due to wear and tear of the pcb components. The patient warmer product technical manual advises the user to "unplug the power cord from the wall supply socket" and check that the power disconnect (power fail) alarm functions. The super capacitor on the pcb board can be replaced as required. The faulty components were replaced and the subject pw810 patient warmer was returned to the customer after passing all the necessary safety and performance tests.